Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that pump error was occurred. Blood glucose was 289 mg/dl. Troubleshooting was performed. Customer was able to successfully clear the alarm but self test did not pass and hardware low level failure was occurred. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Pump error 4 followed by a pump error 53 was present in the pump trace download file due to software error. Pump error 63 was present in the pump trace download, problem isolated to keypad assembly. No unexpected audio/ beep anomalies, reset anomalies, reservoir icon anomalies or reservoir anomalies noted during testing. Unit received with corroded battery tube.